Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the charging led on the device remained blank despite the device receiving ac power and charging the battery. The customer confirmed the device operates on ac power only just fine and does charge the battery. There was no reported patient or user involvement and no adverse patient/user impact.